Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d) system, the crt-d showed low impedance values. The crt-d was not used and a replacement crt-d was implanted. It was also reported that during the implant procedure, the right ventricular (rv) lead was found to have insulation damage. The rv lead was not used and a replacement rv lead was chosen and implanted. It was also reported the left ventricular (lv) lead exhibited low impedance. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the overlay tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.